Event description:
Underwent transvaginal placement of surgical mesh for prolapse of bladder. Surgeon ruptured main vein during surgery and I was hospitalized and needed 2 blood transfusions. I had prolonged bleeding from the vagina for 6 weeks after surgery and a major weight loss of (B)(6). I had to have a bag catheter for 3 weeks and am still having to self catheterize at least twice a day due to inability to control my bladder, I have leakage because my bladder muscles are not working and I have to use my pelvic muscles to urinate, but I do not empty bladder properly and therefore am retaining urine, hence self catheterization. Have not resumed sexual relations with my husband due to these complications. This is having a tremendous mental affect on me and my quality of life.